Manufacturer narrative:
Product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this part. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient underwent initial partial knee arthroplasty on (B)(6) 2013 at which time a cementless oxford partial knee was implanted. Subsequently, the patient was revised due to lateral subluxation on (B)(6) 2014. During the procedure, the partial knee was replaced with a cruciate retaining total knee.